Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a transurethral plasma resection of the prostate, the xenon light source bulb did not light, and the surgical field was black.